Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 9338919. Medical device expiration date: 2020-12-31. Device manufacture date: 2019-12-04. Medical device lot #: 9315086. Medical device expiration date: 2020-11-30. Device manufacture date: 2019-11-11. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported during use the bd vacutainer® cpt¿ cell preparation tube with sodium citrate experienced poor separator movement. The following information was provided by the initial reporter: the customer stated "the samples run slowly through the filter and are not separating. The samples then refuse to be separated per our normal protocol. Samples are being lost and is becoming a problem." Additional information: samples were rejected from study. No samples available for review.

Manufacturer narrative:
H6: investigation summary bd had not received samples, but 3 photos were provided for investigation. The customer¿s photos were inspected with no issues being identified as the photos do not show the product in the complaint. The photo does not show the customer¿s failure mode of ¿poor cell separation¿ with a cell preparation tube. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product.

Event description:
It was reported during use the bd vacutainer® cpt¿ cell preparation tube with sodium citrate experienced poor separator movement. The following information was provided by the initial reporter: the customer stated "the samples run slowly through the filter and are not separating. The samples then refuse to be separated per our normal protocol. Samples are being lost and is becoming a problem." Additional information: samples were rejected from study. No samples available for review.